Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® voluma¿ xc into the right temple and 2mls into the left temple. On that same date, patient would experience lumps in both the right and left temple that were accompanied with pain, tenderness to touch, redness and swelling. All these events would resolve within 5 days. 5 days later, patient experience lumps at the left temple injection site. These lumps would resolve approximately a month later. No treatment was noted. All events resolved.